Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Power error detected alarm due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported power error detected. The customer¿s blood glucose level was 11.2 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.